Event description:
It was reported that during a stent procedure for a popliteal pseudoaneurysm, the doctor entered through the left femoral with the stent graft and had to make two 90 degree turns to the right popliteal pseudoaneurysm, but once in place, the stent did not deploy. It was noted the popliteal was somewhat calcified and the path was torturous. Also noted was that the patient had large, but very abnormal vessels. This procedure was performed with a sheath.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Neither the sample or the x-rays were returned for evaluation. Based on information received, patient factors may have contributed to this event. The results of the investigation are inconclusive. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.